Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) and reported that the patient had suffered a seizure related to low blood glucose (bg) four to six week earlier. The reporter claimed that the had a pre-dinner bg level in the "50's mg/dl" on an unspecified date. An hour after the dinner, the reporter indicated that the patient's bg was still in the low "50's" mg/dl. The patient was treated with oral carbohydrates. At 3:30 am, the patient's bg was reportedly around "300-400 mg/dl." At that time, the reporter stated that the patient was administered a programmed correction bolus. At 5:30 am that same morning, the patient allegedly suffered the seizure. After the seizure and having juice, the patient's bg level was at "52 mg/dl." The correction bolus at 3:30 am was reportedly too much for the patient. The reporter stated that she programmed what the pump calculated for a correction. The pump's time on home screen was reportedly correct. The pump's bolus history was reviewed and the boluses were delivered as programmed. The reporter stated that the pump's basal was programmed correctly. Temp basal not used. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a seizure related to low bg after receiving too much insulin via a calculated correction bolus.